Event description:
It was reported there was a shocking or jolting sensation. The patient felt a "phantom shock" at lead location even when the stimulator was turned off. The device was also protruding and uncomfortable after the patient lost 65-70 pounds in the past 2 years. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Lead model 39565-30, serial #(B)(4), implant: (B)(6) 2007 extension model 37081, serial #(B)(4), implant: (B)(6) 2007, extension model 37081, serial #(B)(4), implant: (B)(6) 2007, recharger model 37752, serial #(B)(4), implant: (B)(6) 2007.

Event description:
Additional information. Health care professional stated patient was last seen on (B)(6) 2010. At that time patient complained of electric shock sensation with movement of his neck with coughing or sneezing. The hcp stated the outcome was non-serious injury/illness and the patient did not follow up.